Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was due to a fibrin clot in the patient sample, caused by improper sample handling. Additionally the customer found the standard a reagent container empty. Siemens instructed the customer to replace the standard a reagent and repeat the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant sodium (na) result was obtained on a dimn exl with lm instrument. The initial result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.